Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the patient connector of a minicap transfer set and the titanium adapter. This was observed prior to use of the device for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the patient connector of a minicap transfer set and the titanium adapter. This was observed prior to use of the device for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity of seal surface testing was also performed with no issue noted. There were no issues with disconnection/connection during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.